Event description:
(B)(4). The dentist reported 10 days after the dental implant was installed in the patient's mouth it was verified its non osseointegration. Fifteen ncm of primary stability was achieved and immediately load was not performed. The implant was carried out immediately. Patient had low bone quality (bone type iii) and presented fenestration.